Event description:
It was reported during the implant procedure that the surgeon was not able to push the lead further into the vein and it looked like the lead tip was "anchored" in the vein. When the lead was withdrawn, it was noted that the helix was not completely retracted. It was also not possible to extend or retract the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) lead stretched. Lead stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.